Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the service representative did reseat all of the hardware in the workstation.

Event description:
The customer reported the system displayed a communication failure error message followed by a system lock-up. There is no report of pt injury.